Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient they had suddenly not been feeling well on (B)(6) 2019. The patient stated they had started feeling cold and their foot had been hurting so they laid down and their spouse had not been able to wake them up. The patient stated they had even been drooling. They noted the cat had scratched them earlier that day on their foot, which had been why their foot had been hurting. The patient stated their spouse called 911 and they had not been able to wake the patient up either. The patient stated they had woken up in the intensive care unit (ICU) and that they had been septic due to a urinary tract infection. The patient stated they would come to and then pass out again and that they had to be tied down because they had been trying to pull out the IV. The patient stated they were not sure if their being septic had been related to the manufacturer company device or not. There were no further complications reported